Event description:
New information notes that on (B)(6)2020, the rv lead was explanted and replaced due to high impedance and high thresholds. Patient is dependent. The patient was occluded on the left side, so the system was moved to the right side. The patient¿s status after the procedure was good.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, when checking patient in the office, it was noticed that the rv lead impedance and rv threshold were increased. Patient is dependent. The decision was to get the patient an echo follow up with physician and then look at changing out the rv lead because of the rise in impedance and threshold. Further information noted patient is stable and has no symptoms from the lead because at the moment the lead is functioning properly and still within normal values.